Event description:
A surgeon reported that a scratch was noted on an intraocular lens (iol) after insertion. The incision was enlarged and the iol removed and replaced. The incision was sutured. Following the iol implant, the patient was noted to have an increase in astigmatism. An unapproved viscoelastic was noted to have been used. The surgeon reported he feels the root of the problems are with the injector. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).